Manufacturer narrative:
(B)(4). Implant date: the patient was implanted on an unknown date in 2001. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision to address instability. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a total knee arthroplasty approximately seventeen (17) years post-implantation due to instability. The polyethylene bearing was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product-femoral component catalog#:unk lot#:unk, tibial tray catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.